Manufacturer narrative:
A field service engineer (fse) was on-site (B)(6)2010 and inspected the system, performed cleaning and replaced some hardware. Repair was verified per established procedures and system check and qc met specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated accutni results generated by the access® 2 immunoassay system for one patient.the results are shown.no reports of death, injury, or change to patient treatment have been reported in connection with this event.